Event description:
A surgeon reported that an intraocular lens (iol) was noted to be cracked after insertion. Enlargement of the surgical incision was necessary to facilitate removal of the iol. Additional information has been requested.

Event description:
Additional info provided by the reporting surgeon indicates there was no problem in the postoperative clinical course. The pt has recovered from the surgery.